Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was implanted for fecal. The patient stated she started having leakage maybe 2 weeks ago and on (B)(6) it was just diarrhea completely. The patient stated she took imodium on (B)(6) and increased stimulation to 3.2 v. The patient stated she also had urinary tract infections (uti). The patient stated she had one on (B)(6) while leaving (B)(6) and the healthcare professional (hcp) gave her cipro. The patient stated on (B)(6) she went to the hcp in (B)(6) and they confirmed she had another uti. The patient stated she knew uti was one side effect of the device. Patient services reviewed that utis was not a side effect. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.